Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience prox is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. A visual and functional inspection was performed on the returned device. The reported inflation issue could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported inflation issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during a procedure to treat a lesion in the mid right coronary artery, a 2.5x23 mm xience prox stent delivery system (sds) was advanced but the balloon completely failed to inflate. The procedure was successfully finished with a new same size xience prox sds. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.